Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit and failed due to receiver will not turn on, even with a known good battery. Open the receiver case for internal visual inspection and failed due to moisture damaged. Pictures were taken. The log was not downloaded because the receiver will not turn on even with a good battery. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.